Event description:
It was reported that the customer was receiving no delivery alarms before motor error alarms on the insulin pump. The customer's blood glucose was unknown. The customer stated that he had previous history of no delivery alarms that were never addressed and led to hospitalizations. Troubleshooting for the no delivery alarm could not be done because the alarm had already been resolved by a complete set change. Advised customer to call back when the alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-41055.